Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Based on the information and materials provided, the complaint is confirmed. Functional testing and inspections could not be performed due to the parts not being returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The most likely underlying cause is surgeon error. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: zimmer biomet pectus stabilizer catalog #: ni, lot #: ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Henry, brice lacroix, val´erie pirotte, thierry docquier, pierre-louis (2018) lung middle lobe laceration needing lobectomy as complication of nuss bar removal. Case reports in orthopedics 18, 1-6. Https://doi.org/10.1155/2018/8965641.

Event description:
It was reported in a journal article that the patient developed a hemopnemothorax following the removal of a pectus bar and two stabilizers. Subsequently, a right thoracotomy was performed and a right middle lobe laceration was observed which required a lobectomy to achieve hemostasis. The patient was discharged home on the third postoperative day. No additional patient consequences were reported.